Event description:
On 16-oct-2019: follow up information was submitted because result of complaint investigation of the returned used devices (2 used tubes), showed that the tubing was detached from the tubing connector (cannula/base piece). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, while the patient was mowing her lawn, the infusion set's tubing detached from the site connector right off the top of the vial from where it was inserted into her body. On the second occasion, her blood glucose level was reported to be 221 mg/dl. The site location was patient's abdomen and the pump was located on the same side as the infusion set. The infusion had been in use for a long time and the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019 and (B)(6) 2019, while the patient was mowing her lawn, the infusion set's tubing detached from the site connector right off the top of the vial from where it was inserted into her body. On the second occasion, her blood glucose level was reported to be 221 mg/dl. The site location was patient's abdomen and the pump was located on the same side as the infusion set. The infusion had been in use for a long time and the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.